Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The hearing performance of the device is affected.

Manufacturer narrative:
Additional information: according to currently available information, damage to the active electrode likely caused by minute device mobility is likely. However, to determine an exact root cause a device investigation of the explanted device is necessary. No information on possible further steps has been received.

Event description:
The user's mother reported a decrease in the hearing performance of the user's left device. It was also reported that the user has been hitting his head more often on this side.further proceedings are currently unknown.